Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrect interpretation of signal. Inappropriate anti-tachycardia pacing (atp) potentially induced actual ventricular tachycardia (vt) which was successfully resolved by the device. The product will continue to be monitored. No patient consequences were reported.